Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a instability involving a scorpio cr insert was reported. The event was confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: review of the medical records by a clinical consultant indicated, "as such, root cause of failure is an adverse mix of patient-related and procedure-related factors without device related aspects being involved. This pi case is not device-related although exact clinical details about the involved failure mode are missing due to lack of proper clinical information.¿ device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: while the exact root cause could not be determined because insufficient information was provided for review, it is likely the instability was caused by pcl laxity and inappropriate selection of the components. Review of the medical records by a clinical consultant indicated, "as such, there is no clear cause for the instability reported, neither do the medical records provide any additional information beyond the fact that the pcl was suspected to be lax. Ligament instability failures have no device-related aspects attached. It is possible that the initial valgus deformity and severe oa had already caused a pcl instability and that a ps type knee might have been a better initial choice although the knee was reported stable early after primary arthroplasty. As such, root cause of failure is an adverse mix of patient-related and procedure-related factors without device related aspects being involved. This pi case is not device-related although exact clinical details about the involved failure mode are missing due to lack of proper clinical information.¿

Event description:
Revision due to unstable knee.

Event description:
Revision due to unstable knee.